Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00205, #1828100-2016-00206 and #1828100-2016-00207. This bpm unit was just returned from service january 2016. Per follow-up with the subsidiary site: the first inaccuracy was detected as soon as the pump was turned on before calibration, the next inaccuracy was after calibration. Steps to address the inaccuracy was to calibrate the bpm unit and to continue to compare the parameters with the analyzer (refer to emdr #1828100-2016-00205). They performed another two surgeries (refer to emdr #1828100-2016-00206 and #1828100-2016-00207) and this one; all the surgeries were done with no deviation from standard protocol; the inaccuracy lead to more calibration in the next three surgeries and additional analyzer reports. All pediatric patients were between 3-10 kg.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the blood parameter monitor (bpm) was showing false results of blood parameters and temperature was off by more than 15% from actual temperatures. No error codes were displayed on the bpm unit during set-up or cpb. The device was not changed out, but was calibrated with the data from a roche cobas blood analyzer. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 11-mar-2016: this unit had just been serviced, by the manufacturer and just again started to be used. The subsidiary site has provided screen shots of the bpm unit and the roche analyzer that was used during the procedure. In looking at the screen shots, the shunt sensor temperature is displayed as 31.7 degrees celsius and the arterial blood temperature was higher at 36.1 degrees celsius. This is a variation of 4.4 degrees celsius. The shunt sensor potassium (k+) measure is displayed as 2.9 millimoles/liter (mmol/l) and the analyzer was 3.39 mmol/l. This is a variance of 0.49 mmol/l, but in the manufacturer clinical services opinion this is a reasonable accuracy. The other parameter that the customer has identified and was concerned with accuracy was the venous oxygen saturation (svo2). The bpm unit svo2 measure was 55%, whereas the roche analyzer measurement (at the same time) was 86.7%. This is a variance of 31.7% units. According to information received, the shunt sensor was calibrated, with the calibrator 540, prior to use. The system continued to be used, for the entire cpb period, and additional in-vivo comparisons were done during the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed. On 21-mar- 2016: additional information has been received, and this unit was recently returned from the manufacture. New bpm's were installed and the unit was upgraded to software version 1.69. Product recall letters have been sent to customers in regards to software version 1.69, and guidance was given to remind users that there are no accuracy claims prior to the first in-vivo calibration. The low svo2 measures (55 % in this case) have been reported by other centers prior to the first in-vivo calibration, but accuracy does improve after the in-vivo calibration is performed. In addition, recall letters have recently been sent to guide and instruct users of a recent issue with bpm thermistors that are outside of specification and this has resulted in low actual temperature displays (as seen at this center).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The reported complaint was confirmed. No product was returned to the manufacturer for evaluation. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.